Event description:
Defective left breast implant. Implant would not retain. Saline volumes injected x 2 weeks of instillation with total volume (cumulative) of 500cc - appeared to retain no more than 330cc at best. Implant removed and replaced.